Event description:
It was reported that impedance measured 3200 ohms. A lead fracture was suspected but at the revision the leads were found to be ok and the problem was reported to be with the device. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.